Manufacturer narrative:
Trackwise #: (B)(4). Only the cannula was returned to the factory for evaluation. An investigation was conducted on 10/17/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be intact, no visual defects were observed.due to the incomplete device return, we are unable to conduct an electrical evaluation, therefore we are unable to confirm the reported failure "failure to deliver energy" a lot history record review was completed for lots 25143931, 25144445, and 25146011. The last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro had no power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro had no power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.